Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a inoperative crystal, designator y1, on the single board computer.

Event description:
The customer contacted physio-control to report that their device's display will flicker for a couple of seconds and then go off. When this occurs the device's power indicator is still illuminated. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display will flicker for a couple of seconds and then go off. When this occurs the device's power indicator is still illuminated. This can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There was no report of patient use associated with the reported event.